Event description:
During the surgery, they found foreign material like a human hair (blonde) inside of the outer blister. The foreign material has been discarded and no photo is available.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.